Event description:
Facility alleges scale is inaccurate. Rn reports incorrect predialysiis weight caused uf goal to be exceeded in treatment, causing low blood pressure, dizziness and early termination of treatment.